Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and infusion set issues. The customer's blood glucose level was 400 mg/dl at the time of incident and the blood glucose at the time of the call was 159 mg/dl. Customer treated with insulin pump. Troubleshooting for high blood glucose was not completed. Customer was assisted with infusion set issues. The product will not be returned for analysis.